Event description:
It was reported that there was an alert for high superior vena cava (svc) coil impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted: 2010 (B)(6); 5071-53 lead implanted: 2010 (B)(6). (B)(4).